Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility: customer states that while a patient was being transferred from the stretcher to the bed after having a CT scan, he was "accidently delivered a bolus of norephinephrine which may have contributed to him now being brain dead". Addendum - after further inquiry, the customer did state that the CT scan showed brain death, and that the bolus was not given until after the CT scan was complete. The customer reports that the only intervention required after the accidental bolus was to decrease the infusion rate until the patient's bp returned to baseline, which was just a short while.

Manufacturer narrative:
This report has been identified as b. Braun medical, inc. Internal report (B)(4). The actual device involved in the reported incident was returned to b. Braun medical in carrollton, tx for evaluation. When the device was evaluated the reported issue was not observed. The device operated as intended. Preventative maintenance was performed. Delivery accuracy of 250ml/hr and 25ml tested in spec at 6 minutes 2 seconds or 99% of expected accuracy.